Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported the system displayed a control panel error, would not fluoro, and shut down during a procedure. System operates as intended.